Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient experienced symptoms such as leg pain and shakiness. At the time the patient experienced symptoms, egv was 300 mg/dl but unable to confirm with fingerstick. They thought that the reading was inaccurate. An ambulance was called and the patient was transported to the hospital. Upon arrival, a fingerstick was performed and confirmed that reading was 600 mg/dl. The patients were given IV fluids and insulin injections. She stayed at the hospital overnight. No other details were provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.